Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit, hysteroscope and aquilex fluid management system not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. Reference internal complaint : (B)(4). The device is not returning.

Event description:
It was reported a physician attempted to perform a myosure for uterine tissue removal procedure on (B)(6) 2015. The physician aggressively inserted the disposable device and perforated the patient's uterine wall. No intervention was required and the patient was discharged home.